Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that I-stat pt/inr cartridge yielded star-outs on two pts. Star-out rate is unk. Star-outs are stars that appear in place of results if the analyzer detects that the sensor's signal is uncharacteristic. This sensor check is part of the I-stat quality system. Investigation was completed on (B)(6) 2011 that concluded a potential product problem. Root cause to be determined. Based on the info at the time, there was no injury associated.

Manufacturer narrative:
(B)(4).